Event description:
The customer reported the system was not taking pictures. Further information was sought and the fse reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The customer did not authorize repair of the system. No conclusion can be drawn as further repair information is unavailable and no additional service information was provided.